Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The kink resistant tubing (krt) of both of them was worn to the filament and each cylinder exhibited a hole in the outer tube of its proximal end. In addition, the first cylinder presented a bulge and a leak in the middle of its body, and the second cylinder had also a bulge, but in the proximal end of its body. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation identified that the krt was worn to the filament. No leaks were identified; however, the pump did not pass activation test during functional examination. The reservoir was microscopically inspected and tested for leaks. A hole at a corner of a fold was identified, along with a leak in its shell. Based on the information available and analysis results, the bulges in the cylinders, the pump not passing functional testing and the reservoir presenting a leak could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it filled the cylinders but then it was difficult to get them deflated. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working properly as it filled the cylinders but then it was difficult to get them deflated. A surgical procedure was performed to remove and replace the device. There were no patient complications reported.